Event description:
In the study database, an "emergency surgical intervention" was reported for patient in 2004. However, the site study coordinator has looked into the hospital records for this patient and was unable to find any records or details about this event.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.